Manufacturer narrative:
Insulin pump received with minor scratched display window, broken battery tube threads and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump fell on the floor and got broken. Blood glucose value was 172 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.